Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, shuts down and goes offline with a ¿required maintenance¿ status in rss. Reboot and recovery attempts were unsuccessful, and unplugging and reconnecting the power cable did not resolve the issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had shut down, was offline in remote support service and required maintenance. A field service engineer (fse) identified that the station was powered on and off rapidly. The fse replaced the power supply and tested the station on hardware testing application successfully to resolve the issue. The customer had also recovered the storage space and pasted successfully. The system functioned as intended after the field service engineer had repaired the device.